Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading on the contour next that was 1.9mmol/l higher than the reading on the doctor's meter. The specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. It was recommended to return the strips for evaluation. A replacement meter was sent to the customer.